Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the surgeon found that the reload could not be fired which delayed the anastomosis time and caused bleeding. To fix the issue, the surgeon urgently used compression to stop the bleeding and at the same time replaced with a new handle and reload to successfully anastomose the hemorrhoid cut.